Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d10; g1; g3; g6; h1; h2; h3; h4; h6; h10. D10: item# 814611380; lot# 67088223. Item# 211201505; lot# 66795701. Visual examination of the returned targeting guide identified the guide shows signs of use with some damage to the jig nose and the jig knob. The ar screw targeting hole was measured with a gage pin and was conforming and had no play. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the tip of a drill bit fragment is partially visualized in the proximal femoral metaphysis. Review of the device history record(s) identified no deviations or anomalies during manufacturing for part 211201201. A definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# 211201505; lot# unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the ar drill misfired, hitting the nail and causing the drill bit to break. When drilling for the ar screw, the blue ar sheath was flush against the jig but the drill bit was not going through the hole in the nail. As a result, it was hitting the nail and misfiring. The sleeve was then removed, triple blue sleeve replaced and attempted to drill again but drill bit still hitting the nail and then broke off inside the patient. The tip of the ar drill was buried inside the greater troch and was unable to be removed. As a result, hardware retained. Attempts have been made and no further information has been provided.